Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a bioclusive pouch had product with seal issues. No injury/death was reported. A manufacturing lot number was available for evaluation. No sample or photographic evidence were provided for review. The DHR and analysis results were reviewed. All samples passed acceptance criteria. No non-conformance's were noted related to the reported issue. With no sample or photo available, issue could not be confirmed. No further information is available on the product at this time. However, if a sample becomes available and any additional relevant information is identified following evaluation, any additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a bioclusive pouch was discovered with seal issues. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).